Event description:
This pt was randomized to the registry on for two-vessel disease. The indication for the index procedure was silent ischemia. Following the index procedure, troponin was >5 times above upper normal level. The study indicated the pt experienced a target vessel related non-q wave myocardial infarction. There was no evidence of stent thrombosis and re-pci was not required. The site indicated ECG results did not present changes in comparison with previous reports. This event was reported as unrelated to the cordis devices and related to the index procedure. Following the index procedure, the pt also developed an allergic reaction (skin rash). The event was resolved without sequel. This event was reported as unrelated to the cordis devices.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states prod. Any add'l info will be submitted within 30 days of receipt.